Event description:
It was reported that after trauma surgery was noticed that the t-handle is broken. The procedure was completed using the same device, with no surgical delay and no injury to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms from the analysis conducted during this investigation, it was confirmed that the t-handle fractured by brittle overload. An overload fracture can occur if the mechanical loads applied to the t-handle exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. The broken piece was not returned with the device. This device was manufactured in 2010. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.